Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, the patient underwent spine fusion surgery from vertebrae l5-s1 wherein rhbmp-2/acs was implanted with a posterior approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e in the disc space). Post-op, the patient complained of increasing low back pain, and radiculopathy extending into her buttocks, hips, legs and feet. The patient continued to experience chronic lower back pain, with pain radiating down her legs and up her spine, and numbness and swelling in her legs. The patient could not sit or stand for extended periods, had difficulty in walking, and wore a back brace for support. These injuries prevent patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.